Event description:
During the placement of a PICC 2.8f, an accessory kit is used to help get the catheter inserted into the vein. One of the components of this kit is a "peel away sheath with dilator." This component guides the cath into the vein. Once the cath has been inserted, the sheath can be pulled apart and removed from the insertion site. The problem is that the sheath, which usually tears quite easily, did not tear apart easily. The effort required to tear it apart created a hole in the PICC. It was detected during the insertion process. This has happened three times in the past two months, twice in picu and once in nicu. Unfortunately, during the nicu event, the vein was lost (very small patient) and a PICC was no longer an option. We have been using the same kit and PICC for over 10 yrs without this problem. We only use, on average, one set a month, not a lot of volume.